Event description:
The suretemp foley catheter balloon ruptured during the procedure, rendering no drainage part way through the procedure. Anesthesia had noticed that the foley had stopped collecting urine. With prep and draping of CABG procedure, no one was able to assess the foley to see what had happened.